Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included asthma since (B)(6) 2018, epilepsy since 1998, latex allergy, drug hypersensitivity, hives, acute hepatitis c, allergic rhinitis, antinuclear antibody positive, carpal tunnel syndrome, chest pain, chronic lumbago, depression, fibromyalgia, latent syphilis, seizure, sickle-cell trait and whiplash injury to neck. Concomitant products included duloxetine since 1998 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding :menstrual hemorrhaging"), hypersensitivity ("allergic or hypersensitivity reaction") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), back pain ("lower back pain") and chest pain ("chest pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity and vaginal haemorrhage had resolved and the abdominal pain, depression, anxiety, fibromyalgia, back pain and chest pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, chest pain, depression, fibromyalgia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date implanted were update from (B)(6) 2009. Essure confirmation test(s) conducted, specify: unknown. Concerning the injuries reported in this case, the following ones wereconfirmed in patient¿s medical records:menorrhagia, allergic reaction nos. Most recent follow-up information incorporated above includes: on 14-apr-2021: reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test." The patient's concurrent conditions included asthma since (B)(6) 2018, epilepsy since 1998, latex allergy, drug hypersensitivity, hives, acute hepatitis c, allergic rhinitis, antinuclear antibody positive, carpal tunnel syndrome, chest pain, chronic lumbago, depression, fibromyalgia, latent syphilis, seizure, sickle-cell trait and whiplash injury to neck. Concomitant products included duloxetine since 1998 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding :menstrual hemorrhaging"), hypersensitivity ("allergic or hypersensitivity reaction") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year 6 months after insertion of essure. In (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), back pain ("lower back pain") and chest pain ("chest pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity and vaginal haemorrhage had resolved and the abdominal pain, depression, anxiety, fibromyalgia, back pain and chest pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, chest pain, depression, fibromyalgia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date implanted were update from (B)(6) 2009. Essure confirmation test(s) conducted, specify: unknown. Concerning the injuries reported in this case, the following ones wereconfirmed in patient¿s medical records:menorrhagia, allergic reaction nos. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for pain, bleeding and allergic reactions updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included latex allergy, drug hypersensitivity, hives, asthma since (B)(6) 2018, acute hepatitis c, allergic rhinitis, antinuclear antibody positive, carpal tunnel syndrome, chest pain, chronic lumbago, depression, fibromyalgia, latent syphilis, seizure, sickle-cell trait, whiplash injury to neck and epilepsy since 1998. Concomitant products included duloxetine since 1998 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding: menstrual hemorrhaging"), hypersensitivity ("allergic or hypersensitivity reaction") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, 1 year 6 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("lower back pain") and chest pain ("chest pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, vaginal haemorrhage, abdominal pain, depression, anxiety, fibromyalgia, back pain and chest pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, chest pain, depression, fibromyalgia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date implanted were update from (B)(6) 2009 to (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia, allergic reaction nos. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression and mental anguish, autoimmune disorder type of disorder: fibromyalgia, lower back pain, chest pain. Event pelvic pain make intervention required and incident. Date explanted were added. Onset date of pelvic pain were update. Concomitant disease and drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.